Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The clinical details state that after shockwave was initiated the ps was lost on the pump. The data logs show that about 21 hours into support, psnr alarms occur while snr drops to 0, gain increase, light remains stable, contrast decreases and lamp was maxed out. The returned product did not reveal any kinks in the catheter. Laser continuity showed light exiting the sensor face. 5s parameters were indicative of a damaged sensor face. The root cause of the optical sensor issue is due to a material crack due to a device interaction with shockwave. "Per CAPA-013581, IFU cp: 0048-9007was updated to recommend physician users should ensure the shortest distance from the shockwave coronary ivl device to the impella optical sensor is =20 mm. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella cp experienced loss of the placement signal. The pump was explanted and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.